Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor failed a baseline test. The cause for the failure was isolated to a defective esd3 component on the computer/analog pca. The root cause for the defective esd3 could not be positively identified.no adverse event resulted from the damaged monitor.